Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a thoracic dissection was noted. The cause and the timeframe of the dissection were not known. The dissection was treated with a stent, and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.